Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received flashing critical broken force sensor detected alarm. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was not exposed to the magnetic field. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.